Event description:
The reporting caregiver was using a suction irrigator for an incision and drainage (I&d) procedure, and the tubing was leaking from the purple tubing and was sounding weird according to the tech. She switched out the tubing for the same tubing, and it was working much better. No leaking or weird sounds. Manufacturer response for arthroscope, 24k (per site reporter). Waiting for response.